Event description:
It was reported by the clinician, that after the balloon was inserted, a leak was found under x-ray. There were no reported pt complications as a result of this occurrence.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.